Event description:
Litigation alleges that patient has experienced pain and discomfort in her right hip. Update (B)(4) 2013 - sales rep reported revision procedure. It was noticed interoperative black corrosion around the trunnion/head taper. Complaint has been reopened for stem and sleeve information.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that patient has experienced pain and discomfort in her right hip. **update** (B)(4) 2013 - sales rep reported revision procedure. It was noticed interoperative black corrosion around the trunnion/head taper. Complaint has been reopened for stem and sleeve information. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Part & lot have been identified through invoice search. The complaint and associated mdrs were updated.

Manufacturer narrative:
Evaluation codes examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address joint effusion, cysts, cloudy yellow synovial fluid, and black debris on the femoral neck component. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.